Event description:
The pt had been out golfing. Pt came home and felt like pt was going to bottom out. Pt performed a blood glucose test on the suspect device and the result was 94mg/dl. Pt then passed out, turned blue and went into a seizure. Pt's wife called the ambulance and they arrived and tested pt's blood glucose on their meter and obtained a result of 60mg/dl. The hosp performed a lab test which resulted in a blood glucose level in the 60's. Pt was treated for low blood glucose and given an "airway". Pt was also given pain medication due to hurting the back when pt passed out.